Event description:
It was reported that during treatment the "full tank" alarm does not stop beeping. The container was 800 cc and the drainage contained was about 350 cc approximately, so it was not full. Besides this, the smell escapes from the container permeating the entire room. Backup was available and no patient harm was reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. We could not establish a relationship between the device and the event reported or determine a root cause on this occasion. Further information received from the reporting party confirmed that no device faults were found after it was returned to the local warehouse. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.